Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed to 80% and it was noted that the valve did not open as expected due to the positioning of the calcium at the annulus. Upon deployment, the valve dislodged. The physician reported that when the valve was released, it did not have the appropriate radial force to open. The valve was then snared into the ascending aorta. A second valve was then implanted. No additional adverse patient effects were reported.